Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease smooth opening on radius side assessed as fold flaw opening. Observed opening striated on anterior side assessed as surgical damage. Additional observations: ¿ crease fold observed. ¿ brown particles inside of the device. ¿ wear abrasion observed.